Event description:
It was reported that the brady lead was not successfully implanted due to lead was fractured. A new lead was implanted. No adverse patient effects were reported. The lead was returned for analysis.